Event description:
It was reported that customer's insulin pump had an error alarm and the display window was scratched. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with scratched display window.